Event description:
It was reported the patient encountered a high recharge burden when utilizing their scs system. As a result, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.